Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the bilateral prosthesis was explanted.

Manufacturer narrative:
Additional information: h4, h6. The reported explanted devices could be confirmed based on the reviewed scans for a new request. The patient, who has arthrogryposis and bilateral temporomandibular joint ankylosis, had limited mouth opening and was unable to undergo postoperative physical therapy, which may have contributed to heterotopic bone formation. Although the implanted devices were stable and well-fixed during surgery, they were removed on due to this known adverse effect, as noted in the product¿s instructions for use. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.